Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the door had failed. The field service engineer (fse) powered off the pyxis unit, removed the latch column, and inspected the latches. The fse replaced the latches on both tower doors. Manual inspection revealed that both doors exhibited slight sagging, with minor scraping of the insert against the bottom of the latch opening. The fse verified that both doors opened and closed properly. The doors were manually tested, and the customer subsequently inventoried medications in both doors, confirming proper operation. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 failed continuously, the door got stuck and was preventing the nurse from dispensing the medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.